Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient developed an infection at the pocket site. The patient was prescribed antibiotics and the ipg was removed. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the leads on (B)(6) 2017, so that the infection would not spread. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. The patient was prescribed antibiotics and the ipg was removed. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient developed an infection at the pocket site. The patient was prescribed antibiotics and the ipg was removed. No device malfunction was suspected. The patient was doing well postoperatively.